Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. The reporter alleged that the pump emitted a cs 088 call service alarm. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/03/2016 with the following findings: the black box and alarm history showed evidence of cs 088 call service alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and the pump was exercised for 24 hours with no errors, alarms or warnings occurring. There was evidence of internal moisture damage found inside the pump. The investigation was unable to duplicate the initial ¿call service alarm¿ complaint but the complaint was confirmed in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.